Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported constant downstream occlusion alarm was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide spacing is out of tolerance. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream sensor. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the reported problem 'downstream sensor failed' was confirmed in the event history log (ehl) review as downstream occlusion messages.